Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported the patient had not used the stimulator in greater than 2 years because he had been getting relief with the use of alternative medicine. The patient said when he used the stimulator it did seem to work. The patient reported he wanted to get the implant removed so to limit the ¿adhesion¿ to his rear side because sometimes the implant was really irritating where it was located. The patient is a retired police officer and the stimulator is kind of in the way of where he puts his concealed weapon. The patient said he knew they would not take the lead out but he did want the implant removed. The patient was redirected to their healthcare provider. No further complications were reported/anticipated.